Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device was found in vvi mode at 4.5v output and in the bipolar configuration. The last known program was 50 ppm, ddd mode with the output set to 3v at .6ms. The patient had no known parameter changes at the last visit.